Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device has not been returned to our service center for investigation. A preliminary investigation conducted by the local sales rep found the cutter was clogged with tissue. The initial voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue, this event was reassessed for reportability against the result of the preliminary investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(6) affiliate reported that no tissue acquired. The procedure was completed with another device. The sales reps visited the hospital and checked the probe and found that the cutter was clogged with tissue.